Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic papillotomy with biliary lithotripsy procedure performed on (B)(6) 2021. During the procedure, when the stone was being crushed, one of the basket wires got separated. The procedure was completed with another trapezoid rx lithotripter basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx was analyzed, and a visual evaluation noted that only the internal wire was returned and the basket was in good condition. A microscope inspection noted that the cannula was cut off. No other issues were noted. The reported event was not confirmed. With all available information, there is not enough evidence to determine the cause of the device failure. It is possible that tortuosity to which the device was subjected as indicated in the complaint may have influenced the event. The most probable cause of the reported issue of basket wire break cannot be established due to lack of evidence. Therefore, the most probable root cause is "cause not established". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic papillotomy with biliary lithotripsy procedure performed on (B)(6) 2021. During the procedure, when the stone was being crushed, one of the basket wires got separated. The procedure was completed with another trapezoid rx lithotripter basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.